Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the implantable cardioverter defibrillator, it was found that the device exhibited episodes of t wave oversensing. Programming changes were recommended. However, the patient did not want to make the changes at this time. The patient was scheduled for programming changes of the device at the next visit. The patient was asymptomatic and was unaware of the anomaly.